Event description:
It was reported that the lead exhibited noise. The lead was capped and left in situ.

Manufacturer narrative:
Patient was in good condition after the surgery, no adverse consequences reported.

Manufacturer narrative:
(B)(4).